Manufacturer narrative:
(B)(4). The report of air in tubing was further specified to be air in the patient¿s peritoneal dialysis catheter. This product is not manufactured by baxter and baxter does not have u.s. Reporting responsibility for this product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain at night. The cause of the peritonitis event was a reported incident of air in tubing. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Dianeal and extraneal therapy were ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the air in tubing event was not determined. Should additional relevant information become available, a supplemental report will be submitted.